Manufacturer narrative:
Sc-2218-70 (sn: (B)(4)and (B)(4)) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the leads revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Sc-4316 (ln: 17655453) device evaluation revealed that one of the clik anchors has torn eyelets, and a small piece of silicone was not returned. The other clik anchor is exhibiting normal characteristics.

Event description:
A report was received that the patient had high impedances on the left and right lead due to lead migration. It was noted that the patient was also experiencing indequate coverage of the pain areas. The patient underwent a lead replacement procedure. The devices were returned and it was confirmed through poduct investigation that all the cables of the leads were completely broken at the bent/kinked location of the lead. It was also noted that one of the clik anchors had torn eyelets, and a small piece of silicone was not returned.